Manufacturer narrative:
The complaint regarding lead sc-2218-70 (sn (B)(4)) was confirmed. Visual (microscope) and x-ray inspection revealed that several cables were completely broken at the bent/kinked location of the lead. The fracture site is 1 cm from the clik anchor setscrew mark. No cables are exposed at the fracture site. The lead body was also cleanly cut approximately 20 cm from the distal end. The clean cut damage is a result of typical explant damage and it is not considered a failure.

Event description:
A report was received that the patient underwent a lead explant procedure due to high impedances. The patient was doing well post operatively.

Event description:
A report was received that the patient underwent a lead explant procedure due to high impedances. The patient was doing well post operatively.

Manufacturer narrative:
.